Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system implant procedure, the stylet of the lv lead was stuck and could not be removed. Physician attempted flushing the lead but was unsuccessful. Lead was removed and a new lead was implanted. No further information available.